Event description:
The customer reported that the external paddle set was failing to make electrical contact.

Manufacturer narrative:
The customer reported that the external paddle set was failing to make electrical contact. The customer evaluated the device, and then replaced the paddle set. Replacing the paddle set resolved the issue.